Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call blank display anomaly and moisture damage on the insulin pump. Customer¿s blood glucose level was 113 mg/dl. Troubleshooting for blank display was performed. Customer advised the insulin pump was exposed to moisture from a swamp, they received a sudden vibration and then the display screen went blank. Customer replaced the insulin pump with a new battery and the device remained blank. Troubleshooting was unable to resolve the issue and the display did not return. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. The pump passed the displacement test, active current measurement and self test. However, device failed the sleep current measurement due to moisture damage found on the electronic assembly. Moisture damage on the motor assembly and force sensor also noted during visual inspection..